Event description:
It was reported that the first fiber used had a "lack of fiber efficiency (lasering)" @ 20 minutes and 59 seconds and 184,609 joules of use. The fiber was exchanged with a second fiber which the "fiber had expired" @ 0 joules; the case was completed with a third fiber. Patient outcome: "no patient injury".

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe char; the glass cap exhibits severe devitrification at the output window; the outer flow tubing exhibits mild contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.